Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty a shaft break occurred. The (B)(4) stenosed target lesion was located in the highly calcified right coronary artery (rca). The physician utilized a 6f guide catheter mach 1 al1 guide catheter and the pt2 support guidewire through a non-bsc introducer sheath. The lesion was pre-dilated with a 3.5x20mm non-bsc balloon. The 5.0x20mm liberte(tm) stent was deployed at 16 bar. Upon withdrawal of the stent delivery balloon resistance was encountered. The physician withdrew the catheter and inside the introducer sheath the shaft of the catheter was broken. The balloon and stent appeared "hooked". The procedure was completed with another 5.0x20mm liberte(tm) stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer - the outer shaft, inner shaft, stent, balloon and tip were microscopically examined. The balloon was loosely folded. The shaft was stretched and necked-down at the guidewire exit notch. The mid-shaft was separated. The proximal end of the device was not returned for analysis. The stent was detached from the sds. The stent struts were stretched and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed stent dislodgement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty a shaft break occurred. The 90% stenosed target lesion was located in the highly calcified right coronary artery (rca). The physician utilized a 6f guide catheter mach 1 al1 guide catheter and the pt2 support guidewire through a non-bsc introducer sheath. The lesion was pre-dilated with a 3.5x20mm non-bsc balloon. The 5.0x20mm liberte stent was deployed at 16 bar. Upon withdrawal of the stent delivery balloon resistance was encountered. The physician withdrew the catheter and inside the introducer sheath the shaft of the catheter was broken. The balloon and stent appeared "hooked". The procedure was completed with another 5.0x20mm liberte stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the expanded stent was still on the balloon when the stent delivery system was removed from the patient. Following removal from the patient the stent detached from the balloon.